Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. The patient will be revised to have scar tissue removed from the patella which has caused laxity in the knee. Primary surgery occurred on (B)(6) 2016. Revision surgery is planned for (B)(6) 2022. The device DHR was reviewed and the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. The patient will be revised to have scar tissue removed from the patella which has caused laxity in the knee. Primary surgery occurred on (B)(6) 2016. Revision surgery is planned for (B)(6) 2022.